Event description:
Blood glucose device is reading high (375 mg/dl) so called the doctor who advised him to take two add'l units of insulin. It was reported after taking insulin, customer went to the doctor's office and tested 99 mg/dl ten minutes later. No treatment was reportedly received at the doctor and no controls used. A request was made for the return of the suspect device and replacement product was sent.